Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 3 diffuse lamellar keratitis (dlk) on the right eye (od) at 2 day post-operative exam. The surgery center indicated it was a moderate dlk (stage 3) inferior temporally in right eye, obstructing visual axis. The patient commented on feeling something in the outer part of the eye. The patient experienced loss of best corrected visual acuity (bcva). Oral steroids (medrol dosepak) were prescribed and topical steroid dosage were increased to resolve symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/25 -.75 x -.75 x 90; left eye pre-op 20/30 -.75 x -.75 x 86. Bcva from (B)(6) 2017: right eye post-op 20/25; left eye post-op 20/20.